Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Manufacture reference: 1221359-2021-01732.

Event description:
The customer reported 2 false positive results with the ID now covid-19 assay performed respectively on (B)(6) 2021. This is MFR. Report is two (2) of two (2) the customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021, repeat testing (x6) generated negative results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m145140 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot: m145140, test base part number 190-430 / lot: m145140. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m145140 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the logfiles were not provided. However a possible assignable root cause is sample interference or cross contamination. MFR reference reports: 1221359-2021-01732